Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient was having difficulty using her handset to get implant battery status. Pats agent was eventually able to help patient rescan the communicator to allow connection. Patient was having difficulty with distinguishing the difference between her communicator and recharger. Issue started on friday and patient called rep. Patient was having difficulty connecting the recharger to the neurostimulator to get recharge status, the implant was superficial in the upper chest area, but patient kept getting connection but then it would disconnect again. Pats agent had patient reset the recharger and at on point had patient divided the recharger into 4 sections and it appeared the lower right section gave excellent connection and it was able to maintain. Patient battery was at 70%. Issue resolved. Pats agent forgot to ask for hcp information or device serial number. Called patient back to get hcp information, but since patient was recharging, pats agent opted to not stop the recharging process to get the serial number.